Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, amenorrhea, pap smear abnormal, fibroids and vaginal discharge. Previously administered products included for an unreported indication: tamiflu, macrobid, loestrin, pepcid and phenergan. Concurrent conditions included dysmenorrhea, uterine leiomyoma and frequency of menses. Concomitant products included hydrocodone bitartrate;paracetamol (norco), lorazepam (ativan), medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infection"), depression ("depression") and anxiety ("mental anguish"), 1 month 5 days after insertion of essure. The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, vaginal infection, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted for lab data previously reported i.e hysterosalpingogram performed but now it has been reported as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2016: uterus and cervix, simple hysterectomy: cervix: squamous metaplasia., uterine corpus: endometrium: - secretory pattern .myometrium: focal adenomyosis uterine weight: ultrasound abdomen - on (B)(6) 2011: fetal malformation screening. Concerning the injuries reported in this case the following events were confirmed via patients medical record :menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs and mr received :this case was updated from other event to incident. Following events were added : abnormal bleeding (vaginal, menorrhagia), vaginal infection, depression, mental anguish. Outcome of the event "pelvic pain" was changed from unknown to recovering/resolving. Historical drugs added. Medical history and concomitant conditions and products added. Reporter information added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, amenorrhea, pap smear abnormal, fibroids and vaginal discharge. Previously administered products included for an unreported indication: tamiflu, macrobid, loestrin, pepcid and phenergan. Concurrent conditions included dysmenorrhea, uterine leiomyoma, frequency of menses and pelvic adhesions. Concomitant products included hydrocodone bitartrate;paracetamol (norco), lorazepam (ativan), medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infection"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 5 days after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with metronidazole (metrogel) and surgery (total hysterectomy (uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and vaginal infection had resolved and the pelvic inflammatory disease, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted for lab data previously reported i.e hysterosalpingogram performed but now it has been reported as plaintiff did not undergo an essure confirmation test. Patient received treatment for : abnormal bleeding, vaginal infection diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2016: uterus and cervix, simple hysterectomy: cervix: squamous metaplasia., uterine corpus: endometrium: - secretory pattern .myometrium: focal adenomyosis uterine weight:. Ultrasound abdomen - on (B)(6) 2011: fetal malformation screening. Concerning the injuries reported in this case the following events were confirmed via patients medical record :menorrhagia, dysmenorrhea, depression, anxiety concerning the injuries reported in this case the following events were described via patients medical record : pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event outcome were updated to recovered: pain , abnormal bleeding, vaginal infection. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain pelvic') and pelvic inflammatory disease ('pelvic inflammatory disease') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysuria, amenorrhea, pap smear abnormal, fibroids and vaginal discharge. Previously administered products included for an unreported indication: tamiflu, macrobid, loestrin, pepcid and phenergan. Concurrent conditions included dysmenorrhea, uterine leiomyoma, frequency of menses and pelvic adhesions. Concomitant products included hydrocodone bitartrate;paracetamol (norco), lorazepam (ativan), medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal infection ("vaginal infection"), depression ("depression"), anxiety ("mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 5 days after insertion of essure. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted for lab data previously reported i.e hysterosalpingogram performed but now it has been reported as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2016: uterus and cervix, simple hysterectomy: cervix: squamous metaplasia., uterine corpus: endometrium: - secretory pattern .myometrium: focal adenomyosis uterine weight: ultrasound abdomen - on (B)(6) 2011: fetal malformation screening. Concerning the injuries reported in this case the following events were confirmed via patients medical record :menorrhagia, dysmenorrhea, depression, anxiety concerning the injuries reported in this case the following events were described via patients medical record : pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: plaintiff fact sheet and medical records received : reporters information updated. Event added- dysmenorrhoea, pelvic inflammatory disease. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.